Event description:
As reported by the oncology nurse, pt was discharged to home care with a port from an unk MFR. The pt was to receive therapy at home via infusion using a lifeguard infusion set. During the course of the night, the pt awoke to find the clear line separated from the needle wing on the infusion set. The pt notified oncology nurse who in turn removed set from the port. There was no report of damage to the port. Oncology nurse set aside to return to the MFR. There was no harm or injury to the pt due to this product problem.